Event description:
Information was received indicating that a smiths medical cadd legacy 1 pump had an error code 1280. There was no reported adverse event.

Manufacturer narrative:
One cadd legacy 1 pump was returned for analysis due to displaying error 1280. The device was powered up and alarmed error code 1280 which is an issue with the ram on the circuit board. The circuit board will be replaced to resolve the issue.